Manufacturer narrative:
This device is not for USA market, but the problem could be on similar device (litho) for USA market. The problem was due to damaged oc mirror. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.

Event description:
The laser system had low power output.